Event description:
It was reported that 6 weeks following the implant of an artificial urinary sphincter (aus), the device failed to activate and the cuff would not fill. The patient had the artificial urinary sphincter balloon and cuff components replaced due to fluid loss from a hole in the cuff resulting in incontinence. No further patient complications were reported.

Manufacturer narrative:
There was no device available for analysis. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Manufacturer narrative:
Upon receipt of the pressure regulating balloon and occlusive cuff of this artificial urinary sphincter (aus) at our quality assurance laboratory, the components underwent a thorough analysis. The balloon component was visually and microscopically examined and tested for leaks. No visual damage or abnormalities were found. The balloon passed leak testing but did not pass pressure testing as the pressure was too high. Inspection of the remainder of the device revealed no other damage or irregularities that would affect its functionality. The cuff was visually and microscopically examined and tested for leaks. A tear was found in the cuff shell. The tear was consistent with sharp instrument damage and may have occurred at implant. Analysis of the returned components could not confirm the activation issue but did confirm a balloon malfunction which could have impacted device function. Analysis also confirmed a hole with resultant fluid loss. This could have caused the reported incontinence. Incontinence is a known inherent risk of device use as noted in the instructions for use.

Event description:
It was reported that 6 weeks following the implant of an artificial urinary sphincter (aus), the device failed to activate and the cuff would not fill. The patient had the artificial urinary sphincter balloon and cuff components replaced due to fluid loss from a hole in the cuff resulting in incontinence. No further patient complications were reported.